Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The complainant reported after pushing the impella cp in the left ventricle, the guidewire was pulled. At the end, about 80% was pulled back. Due to the pressure to pull/raise, the guidewire has "unwound" style and appeared to be getting "longer?". There was no reported patient harm.

Manufacturer narrative:
The investigation into the product damage (guidewire damage - great vessel) issue has been completed since the original report was filed. The product was returned for investigation. The guidewire tip was found uncoiled/starched and partially damaged. Additionally, a kink was found on the returned introducer at sheath tip. The cause of the guidewire damage issue was not determined since sufficient clinical information was not provided and due to inconclusive evidence from product investigation.